Event description:
It was reported to philips the device was not recognizing the charge button during op check. There was no patient involvement. A philips repair bench technician was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device was not recognizing the charge button during op check. There was no patient involvement.